Manufacturer narrative:
Investigations are in progress.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) " leaking tego". The tego connectors were removed and replaced. There were no reported adverse patient consequences. Additional event / device usage information although requested has not been responded to.

Manufacturer narrative:
Device returns - two return shipments received consisting of two used d1000 tego connectors ; (B)(4) packaged d1000 tego connectors from five different lot numbers including the reported or suspect lot# associated with this report. Visual analysis of the two used as received tego connectors recorded residual blood was visible under the silicone sheath. Engineering testing and analysis of the returned complaint samples recorded the packaged unused tego samples when pressure tested did not leak, all samples passed. The two returned used tego units when tested failed pressure leak testing. Additional analysis was performed to evaluate the potential cause(s) of the leakages with the two returned used tego connectors. The tego connectors were disassembled and the internal componentry was evaluated. The report documented internal component damages, both seals had tearing in multiple locations where the seal interfaces with the tego body post. This condition could result in leakages. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. ICU medical has received reports associated with this issue. ICU medical has initiated and is recalling those specifics lots that could potentially contain this condition.

Event description:
Int'l. ((B)(4)) complaint received reporting leakage issues with unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on 08/02 " leaking tego". The tego connectors were removed and replaced. There were no reported adverse patient consequences. Additional event / device usage information although requested has not been responded to. This is the MFR's follow up report to provide additional information and the device return investigation findings.